Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working properly was confirmed. An assessment was performed on the device which determined the coupling pin came loose from the bearing housing and the piston packing (seal) was damaged. It was further noted that the o-rings were damaged, and bearings were worn. The assignable root cause was determined to be due to loctite degradation and component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure it was observed that the sagittal saw attachment device was not working properly. The reporter stated that it is unknown exactly what is wrong with the device. It was reported that there was a ten minute delay in the procedure due to the event and an identical spare device was available and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.